Event description:
The pt had a lesion in the distal circumflex and went in for an elective case. The lesion was calcified with 95% stenosis. The target lesion was crossed with a guide wire and pre-dilatation was conducted. Then a 3.0 x 18mm cypher was being delivered to the lesion, but the physician encountered friction at the ostium of the circumflex. Therefore, the cypher was retrieved from the pt. In order to straighten the vessel, a support wire was inserted into the circumflex, then the physician tried to re-deliver the cypher, but further friction was encountered. In order to avoid the risk for the pt, the physician withdrew the cypher from the pt and confirmed that the distal end of the stent was flared. There was no reported pt injury. It was noted that the physician did not push the cypher with excessive force while advance it and he manipulated the guiding catheter per normal procedure.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.